Event description:
It was reported that there were no symptoms from above the surgical procedure and intervention. The patient was doing well and feeling well. The low flow issue was resolved with the outflow graft revision.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image and videos confirmed an outflow graft twist. According to the account, the reported low flow alarms resolved after the outflow graft twist was corrected with stents. The submitted log files showed that the patient was experiencing a decline in flow over time, as well as frequent and persistent low flow alarms. After the reported stenting procedure, flows were shown to immediately improve, and no further alarms were seen. The submitted image showed what appeared to be torsion in the outflow graft beginning in the area underneath the bend relief. Of note, the outflow graft clip was not observed in the submitted image or videos. The patient remains ongoing on (B)(6). No further related complaints have been reported at this time. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) (rev. C). Section 1 ¿introduction¿ of this document explains that pump flow is a calculated value that is estimated based on pump power, and also provides an explanation of all pump parameters, including pump flow. It states that an occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Hm3 lvas IFU section 5 "surgical procedures" contains information regarding the preparation of the sealed outflow graft: in ¿preparing the sealed outflow graft,¿ the user is instructed to keep the bend relief disengaged for de-airing, and in ¿attaching the sealed outflow graft to the aorta,¿ the user is instructed to stretch the sealed outflow graft completely and then measure and cut it to the appropriate length. In ¿attaching the sealed outflow graft to the pump,¿ the user is instructed to tighten the screw ring completely until it stops clicking, and also to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Heartmate 3 lvas patient handbook (rev. C): section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.2916596-2021-00588-1

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a red low flow hazard. Log file analysis captured low flow events through the event history. The flow and pump speed have been trending downward since (B)(6) 2021. The patient had an emergency outflow graft revision. Two overlapping balloon expandable stents were placed. Gore vbx 11 millimeters x 76 millimeters inflated to 16 atmosphere. The patient tolerated the procedure well and remained at 5600 rotations per minute throughout the procedure. The flows at the beginning of the procedure ranged between 1.9 to 2.4. Flows at the end of the procedure were 5.0 /5600/2.9/4.3. The patient was transferred to intensive care unit for close observation. The patient did not have any alarms or complications the following day. The plan of care is to list the patient for a heart transplant. The outflow graft twist was confirmed via computed tomography. The computed tomography scan, chest x-ray or angiogram did not show any outflow graft clip. The patient had flow 4 intravascular stents placed in the outflow graft due to outflow graft obstruction. Log file analysis did not show any issues.